Event description:
Baxter (B)(4) received a report that an infusor leaked from the reservoir during patient infusion. The device was filled with a solution containing an unspecified chemotherapy product. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received a photo of the sample for evaluation. The reported condition of a leak was confirmed via photographic evaluation. Evaluation of the picture noted fluid at the bottom of the infusor bottle. The root cause could not be determined, as the actual sample was not returned for evaluation. No additional observation was noted from the photo. No repair was done, as this is device was not returned. Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.